Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called for her son. Her son is having a reaction to the pure wick system; seems the suction is too much and has caused irritation to his penis. It is unclear if troubleshooting was performed. The lot/serial number was not provided\male wicks.

Event description:
It was reported that customer called for her son and stated that her son is having a reaction to the pure wick system, seems the suction is too much and has caused irritation to his penis. It is unclear if troubleshooting was performed. The lot/serial number was not provided. Male wicks.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.